Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system non-dehp solution set was in use during an underinfusion of medication. The expected volume to be infused was 2000ml; however, the actual volume infused was 1750ml. The infusion was for cyclic total parenteral nutrition (tpn) at 185 ml/hour via a spectrum infusion pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.